Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturer ref: 2184149-2021-00091, 3008452825-2021-00175, 3008452825-2021-00177, 3005334138-2021-00202, 2184149-2021-00100. Following a pulmonary vein isolation ablation procedure for atrial fibrillation, a pericardial effusion was diagnosed via echocardiogram. The pericardial effusion was treated successfully and the patient was stabilized, however, it is unknown how it was treated. The patient's blood pressure was stable throughout the entirety of the procedure and there were no performance issues with any disposable devices. Per the physician, the reported oversized shell involving the ensite x may have contributed to the effusion.